Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver saline. It was reported that the physician was unable to aspirate cerebrospinal fluid (csf) from the catheter once it was fully implanted and anchored. The doctor then decided to perform a dye study and deemed the catheter was patent. The catheter was then flushed using preservative free normal saline (pfns) to clear contrast from the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No other interventions/actions were taken after the dye study. The issue was resolved.